Manufacturer narrative:
The investigation into this complaint is finalized. The investigation consists of gathering additional information evaluation of device logs and a hospital visit by our field service engineer (fse). No battery modules has been received. The device log evaluation can not confirm the reported event, due to the logs has been overwritten. Additional information from the hospital states that it appears that the ventilator system had been left, disconnected from the electrical outlet for some time. After re-charging for four hours, the ventilator ran on battery for an hour without totally depleting the batteries. And that the hospital has returned the ventilator to service without any re-occurring issues. Based on this information our final conclusion is that the alarms for low battery voltage was generated as expected to notify the user of the need for recharging. The failure condition was a consequence of a use error.

Event description:
(B)(4).

Event description:
It was reported that a patient was on ventilator for 4 hours and when the ventilator was unplugged to take patient to x-ray, the ventilator alarmed with low battery, then no battery capacity and shut down within 2 minutes. Patient was bagged and the ventilator was re-connected to ac to continue ventilation. Biomed said rt does not usually run a pre-use check before placing a patient on a ventilator. Biomed stated that he charged the same batteries in the ventilator for 4 hours and unit displayed 78 minute capacity. He said he ran the ventilator on battery for at least 30 minutes without any issue. There was no patient harm. (B)(4).